Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a rash on his back. The patient's physician advised to use a lotion. The patient reported red, bumpy, and itchy skin. The patient stated he had removed the lifevest to help with the irritation. Follow-up indicated that the rash improved and was barely there. The patient also indicated that he wanted to end use of the lifevest.